Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided.

Event description:
It was reported to philips that the customer is concerned with the pacing interface of the dfm100. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.